Event description:
During insertion the agility inserter broke off and was left in patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. Previous investigation found two design changes since the manufacture date of this instrument. The first change was made in august of 2002. A .020" radius was added to the thread undercut to remove the possible stress riser. The tip was redesigned in march of 2006 for easier ability to thread the mating component without cross-threading. The vendor date code aw0399 indicates the product was manufactured in march of 1999 and is ten years old. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.